Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated explant procedure, lead damage issue was observed. The lead was explanted. There were no complications during the procedure. Patient was stable.